Manufacturer narrative:
(B)(4). The device was received with a "red plastic bag like material" in the jaws and deformed insulator teeth. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). But during multiple activations of the device during the functional testing, the "reposition and reactivate" yellow alert screen appeared on the generator as a result of the deformed insulator teeth. The device was disassembled and no other issues were found.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent

Event description:
It was reported that during a total vaginal hysterectomy (tvh) procedure, on the second bite the generator displayed "reposition jaws" and it would not open without the help of the surgeon opening the jaws with her fingers. On the 3rd bite, the generator displayed "replace instrument" and again, it required the surgeon to open the jaws by hand. It was reported that the device was not on thick tissue and that the blade buckled. It was also reported that the device did not get stuck on vessels and there were no bleeding issues. The device did not have to be cut off of tissue. Another device was not used to complete the procedure. There were no adverse consequences for the patient.